Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that patient capillary sample was tested on the coaguchek xs system with a result that was greater than 4.0 inr (exact value not reported). At the same time, an additional sample was obtained from the patient (sample type not reported) and, when tested on 2 laboratory instruments, measured 1.8 inr and 2.0 inr. Based on the result obtained on the coaguchek xs system, patient was advised to withhold coumadin dose. Following the laboratory tests, patient was instructed to increase coumadin dose. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.